Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) does not power on when the fully charged autopulse li-ion batteries were used" was not confirmed during the archive data review or functional testing. The autopulse platform was able to immediately power on using multiple batteries during the functional testing, and the reported complaint could not be replicated. Upon visual inspection, the front enclosure was observed cracked. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of user mishandling such as a drop. The front enclosure was replaced to remedy the observed issue. Also, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to the normal use of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. A review of the autopulse platform archive was performed and showed no significant discrepancies or error messages on the customer's reported event date. The autopulse platform passed the initial functional test without any fault or error. During troubleshooting, multiple known-good test batteries were used, but the platform powered on each time with no issues. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.

Event description:
During shift check, the autopulse platform (sn (B)(4) does not power on with four fully charged autopulse li-ion batteries. No patient involvement. Please see the following related MFR reports: MFR (B)(4) for autopulse li-ion battery sn (B)(4). MFR (B)(4) for autopulse li-ion battery sn (B)(4). MFR (B)(4) for autopulse li-ion battery sn (B)(4). MFR (B)(4) for autopulse li-ion battery sn (B)(4).